Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during programming/setup of the pump in the medicine west unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, upstream occlusion' was reproduced during upstream occlusion testing. A review of the event history revealed upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor faulty. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.